Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was noted from the tubing of the cassette during the initial drain phase of peritoneal dialysis. The technical service representative assisted the caregiver to end therapy and advised to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.